Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a port placement procedure, the tubing at the chamber connection port was allegedly fractured. Reportedly, port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the titanium implantable port, chronoflex single-lumen, kit, 8f products that are cleared in the us. The pro code and 510k number for the titanium implantable port, chronoflex single-lumen, kit, 8f products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that two years post port placement procedure, the tubing at the chamber connection port was allegedly fractured. Reportedly, port was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the titanium implantable port, chronoflex single-lumen, kit, 8f products that are cleared in the us. The pro code and 510k number for the titanium implantable port, chronoflex single-lumen, kit, 8f products is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one titanium low profile implantable port attached to a catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. Although the sample was returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for the reported fracture issue, as a partial circumferential break was noted on the attached catheter, distal to the cath-lock. The surface of the partial circumferential break on the catheter attached was noted to be granular and glossy. Upon infusion, a leak from the partial circumferential break on the attached catheter was noted. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years post port placement procedure, the tubing at the chamber connection port was allegedly fractured. Reportedly, port was removed. There was no reported patient injury.